Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as onset, the patient was hospitalized for the event. The patient was treated with intravenous antibiotics (unspecified) while hospitalized. The patient was discharged four days after admission and the medication was changed to oral doses for fourteen days (frequency and dosage not reported). The patient was recovered from this peritonitis event. Pd therapy was ongoing at the time of the event. No additional information is available.